Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 27 mg/dl at time of incident and current blood glucose level was 128 mg/dl. The customer was treated 2 tablets and drank orange juice. Customer reported a sensor issues when he mentioned a low blood glucose. The customer does not allege pump was over delivering. The customer was advised to monitor pump and blood glucose and monitor the pump and call back if needed. The insulin pump will not be returned for analysis.